Manufacturer narrative:
It does not appear from available info, there was any malfunction of the device. Our records show that the subscriber did not initiate a help call during the time of the event. Per philips lifeline autoalert help button, instructions for use, part number 090471806, p. 4- "warning - the autoalert help button neck cord is not designed to break away. Therefore, it can pose a choking risk, including the possibility of serious injuries and death. This may apply to wearers in wheelchairs, using walkers, using beds with guard rails, or who might encounter other protruding objects upon which the cord can become tangled." In the event that additional info is obtained, a supplemental report will be sent.

Event description:
Legal filing alleges that device user was found deceased, lying face down beside her bed, with the device's cord around her neck and pendant on the cord caught between mattress and bed frame. (B)(4) concluded accidental death from asphyxia by hanging.